Event description:
Clip appeared to engage but when nurse gathered up their supplies, very tip of needle was exposed and they received needlestick injury. Location of needlestick unknown. Facility protocol for needlestick injury instituted.